Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6) product type medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient confirmed their weight at time of event was 110 pounds.

Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6) implanted: explanted: product type h3. Analysis was performed on [product ID 97745nt lot# serial# (B)(6)] analysis found that the main board was damaged and the case front was stripped. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device.  The reason for call was patient stated they had been having trouble with the controller for over a week, starting last monday. Agent asked, patient said the issues usually happened when plugged into ac power and clarified the controller was not coming on, would pop up with a message about calling mdt, and said they still were having bad pains (the controller acted like "it" was working, but patient couldn't feel any relief and wouldn't feel the "rush" the stimulator gets when charging). Patient said they kept talking to their rep and did everything the rep told them. Patient then said they charged the implant fine yesterday, but when they went to charge the controller, the controller only charged for about 3 minutes and then a screen popped up saying something to do with there being something wrong with the battery, the batteries need to be replaced or something to that effect. Patient said they had seen that before, so they let controller go on for a few minutes, but then the screen said to call mdt (codes asked, unknown) and now wouldn't come back on even after pressing buttons. Patient inspected battery compartment, but did not see any damage. Patient plugged controller in to ac power supply without li battery and reported the screen turned on, but said memory problem, patient did not set date/time correctly. After reinserting li battery, patient reported the green light was blinking. Patient unlocked controller and reported controller battery was empty and implant battery was 80%. Patient then inspected controller port and said 2-3 pins were dark while the others were gold. The issue was not resolved. An email was sent to the repair department to replace the controller.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: 97745nt, serial/lot #: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.